Manufacturer narrative:
A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of obstruction / occlusion is listed in the omnilink elite peripheral stent system instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: estimated implant date. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment: tctap c-142 back to basic "history taking".

Event description:
It was reported in an article case summary that the procedure was to treat the left and right common iliac arteries. In (B)(6) 2015, the lesions were accessed and pre-dilated with kissing balloons. An 8x39 mm omnilink elite stent was implanted in the right cia and a non-abbott stent was implanted in the left cia. Post-dilatation of kissing balloons was performed. In (B)(6) 2016, a second angiogram was performed and showed nearly complete collapse of bilateral common iliac artery stents. Both stents were pre-dilated and a 7x59 mm omnilink elite stent was implanted in the right cia as well as a non-abbott stent proximal in the right cia. Two non-abbott stent were implanted in the left cia. The procedure was completed with kissing balloon with stent balloon at bilateral cia. After the procedure, restenosis of the balloon expanding stent [omnilink] was noted. In (B)(6) 2016, an angiography was performed and a supracore guide wire was used to access the lesion. An armada balloon was used for pre-dilatation of both cia. The right and left cia were stented with 7x60 mm absolute pro self expanding stents (ses). In (B)(6) 2017, another angiography was performed and the bilateral stents were patent. The patient was asymptomatic and was discharged back to the referring hospital. Additional information can be found in the article "tctap c-142 back to basic "history taking"".